Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It is reported that the patient experienced occlusion issue on (B)(6) 2026. The blockage was on the site. The patient noticed the symptoms in three or more hours after insertion. The site of insertion was abdomen.